Manufacturer narrative:
Upon reassessment it was identified that the report was submitted inadvertently under the wrong the MFR number and should be voided. A new report will be submitted under MFR number: 0002648920-2017-00665.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface would not seat properly into the tibial tray. Attempts have been made and additional information on the reported event is unavailable at this time.